Event description:
During evaluation of a returned spectrum iq pump, the device had a white display and the option/menu button on the keypad did not respond. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the event. During evaluation the device displayed a white screen. The cause was identified to be fluid intrusion on the display flex and input/output (I/o) board. The display and I/o board require replacement to correct the condition. Additionally, during keypad testing the option/menu key was found inoperable. The cause was identified to be a failed keypad which requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.